Manufacturer narrative:
The patient was referred to a dermatologist and sought further treatment on (B)(6) 2013. The dermatologist prescribed an oral corticoid for treatment, which alleviated the symptoms. The patient is expected to return for an epicutaneous test; however, no appointment has been set at this time. To date, the patient has fully recovered and is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted. No further evaluation is required since an allergic reaction cannot be replicated.

Event description:
A doctor alleged that a patient had experienced an immediate reaction to the superpolish paste with symptoms of edema, larynx swelling, and oral dx "squamationen" on (B)(6) 2013.